Manufacturer narrative:
(B)(4). Combined report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Operative notes, patient medical history and post primary x-rays could not be provided for this event, however, a pre revision x-ray was provided which confirms the reported dislocation. It has been confirmed that the patient is a wheelchair bound paraplegic with sever spasticity who dislocated due to poor muscle tone and abnormal anatomy. Based on the above it has been concluded that this event is due to patient conditions and not related to the design or performance of the corin devices and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility revision of the cup, cocr liner, ecima insert, ceramic head and screws after 8 days due to dislocation.